Event description:
Patient, (B)(6) old male, (B)(6) pounds had a pulmonary resection following a motorcycle accident. The original device was implanted on (B)(6) 2009. On (B)(6) 2009, there was a high suspicion of dehiscence. Surgery was performed and it was observed that the sutures had pulled out of the device with dehiscence from the left side of the abdominal fascia. This device was explanted and replaced with a second device. On (B)(6) 2009, the pt presented with a small bowel obstruction and an elevated white blood cell count. An additional surgery was performed where it was observed that the second device dehisced from the fascia. This device was also explanted and the pt was closed with another device. The pt is currently in rehabilitation.

Manufacturer narrative:
Product lot records checked and found to be in order. Add'l devices used: (#2) was lot number 0908018 mfg on 09/01/2009 with an exp date of 08/2010, explanted date: (B)(6) 2009. Devices used in procedure where infection was suspected due to elevated white cell count. Instructions for use warning indicates "exercise caution when using surgimend in regions where an infection exists or is suspected." Instructions for use contraindications state that, "surgimend should be used with caution in surgical locations where an infection exists or is suspected. Collagen-based implants may be susceptible to degradation by enzymes produced by bacteria". It is likely that the presence of a possible infection in the surgical site contributed to the failure of the device.